Event description:
It was reported that the device alarms error code 41786 after startup. Turned off the device and turned it back on, but it still alarms. There was no patient involvement.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
H6: evaluation codes updated. One device was received for investigation. The device was visually inspected and functionally tested. The reported problem was duplicated. The pump could not be turned on, once the card was replaced it turned on normally and the pump stopped reporting the fault. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.